Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the device passed incoming test (no anomalies found). Analysis found the lower case was broken, both bail covers were cracked, the attachment ring was bent, and the attachment ring cover was cracked. (B)(4).

Event description:
It was reported cardiac rhythm detection was defective. The epg (external pulse generator) was returned for service. There was no patien involvement indicated.